Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Additional products: outflow graft serial or lot#: 15958812-9520 h6: the codes present in section h6 correspond to components/products that comprise the reported event. Product event summary: the pump ((B)(6)) and associated outflow graft (lot no. 15958812-9520) were not returned for evaluation. Log file analysis revealed an intermittent decrease in power consumption and estimated flow on (B)(6) 2023 accompanied by changes in the pump rotational speed. Log files revealed five (5) low flow alarms have been logged since (B)(6) 2023 and one (1) high watt alarm was logged on (B)(6) 2023 accompanied by changes in pump rotational speed. As a result the reported low flow event was confirmed. The reported outflow graft compression, kink, and stenosis event could not be confirmed due to insufficient evidence. Based on the available information, the device may have caused or contributed to the reported event. Based on the risk documentation, possible causes of the low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Based on the risk documentation, possible causes of the observed high watt alarm event may be attributed to multiple factors including but not limited to external factors such as thrombus formation/ingestion, inappropriate pump rotational speed, and/or patient related factors. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
### Investigation of this event is pending and a supplemental report will be sent upon its completion. D1: heartware ventricular assist system 1.0 outflow graft d4: model #: 1125 / catalog #: 1125 / expiration date:30-nov-2021 / lot#: 15958812-9520 UDI #: (B)(4) d9: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 30-nov-2016 h5: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. ### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received a computerized tomography (CT) scan for cancer treatment, during which incidental findings revealed mild outflow graft compression. It was also noted that the outflow graft was kinked/bent and there was outflow graft stenosis. The ventricular assist device (vad) exhibited low flow alarms, which were suspected to be caused by the outflow graft compression. The patient's lactate dehydrogenase (ldh) levels remained stable. No interventions were planned the vad and the outflow graft remain in use. No patient complications have been reported as a result of this incident.